Manufacturer narrative:
B3: date of event and d4: UDI number are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was dead on arrival as stated by the customer. The customer powered on the device and pressed the over-temp alarm button and there were no alarm tones, no light emitting diodes (leds) and the device sounded like there were loose parts on the inside. No patient involvement unknown.

Manufacturer narrative:
Additional information is provided for one device was received for evaluation. Visual inspection revealed the device had a damaged pcb. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be a damaged pcb. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).